Event description:
After exchange the servo module and all tests were passed, and the flow sensor were passed in calibration. The user clams was about respiratory rate alarm during respiration with neo patient using p-simv mode, and pressure was 20, the peep was 5, fio2 was 40% and pressure trigger was 2 . The sitting respiratory rate was 45 and jump to the 90 as monitoring, after that they changed the unit to another g5 ventilator with the same circuit and the rate stabilize at 45, please keep in mind that patient was fully sedation. Now the hospital need explanation about this case, please check the event log.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) inspiration valve (part number 10082605) was replaced. There was no patient or user harm.